Event description:
It was reported that pump experienced malfunction alarm with code 12, and caller stated that no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any further malfunction alarms occurred.